Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the coronary artery. A 1.25mm rotalink plus was used to treat the target lesion. During the procedure, it was noted that burr became stuck on lesion. The physician had to cut the shaft of the device and pull out the drive shaft. Furthermore, balloon catheter was inserted to withdraw the burr from the patient's body. The procedure was completed with the same device. No further patient complications were reported.